Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file found no evidence of a malfunction. Cgm-based alerts, including low glucose alarms and insulin delivery pauses, were triggered and generally acknowledged. Insulin delivery was appropriately adjusted according to cgm glucose readings, with no motor errors or malfunctions identified. Based on available data and user submission, the event was attributed to user-related factors involving improper supply change procedure and lack of rewind prior to cartridge insertion.

Event description:
On (B)(6) 2025, the user's daughter reported that during a supply change, the insulin cartridge was inserted into the pump before the motor rewind step, causing the entire insulin dose to be delivered at once. The daughter was unaware that the rewind step was necessary. The user was advised to go to the emergency room due to risk of hypoglycemia. The user was hospitalized for two nights and treated with intravenous glucose. The ilet was restarted during hospitalization. Additional training was provided to the user and caregiver.